Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that insyte autoguard catheter frayed. Rn attempted piv [peripheral IV] insertion; catheter frayed during insertion. The catheter was removed and replaced with a new device.